Event description:
The reporter, from a pharmacy, contacted lifescan alleging that the patient's one touch ultra meter was prompting the apply sample icon. The patient went to the pharmacy to obtain assistance with the meter. The patient was not having symptoms of high or low blood glucose level at the time of concern and received no treatment. There is no indication that the patient experienced injury or medical intervention due to the product. The customer care representative walked the reporter through retesting with a new test strip and with a new vial of test strips; the test did not start in either case. The meter and test strips were replaced.